Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by other. The investigation indicates another device/drug/subsequent procedure caused the complaint. The complaint report stated that the proximal end of the stent was deformed due to the contact with the ivus (intravascular ultrasound) catheter. (B)(4).

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery (lad). The lad was pre-dilated and the 2.5 x 24mm promus element mr stent delivery system was deployed at nominal pressure. The physician used a non-bsc ivus catheter to confirm the stent, however the proximal end of the stent was deformed due to the ivus catheter coming in contact with it. The physician attempted to treat the deformation, but the non bsc balloon catheter came in contact with the distal end of the stent and stretched it. The balloon was inflated in the stent to complete the procedure which was well apposed. No patient complications were reported and the patient's status is good.